Event description:
An endurant iis stent graft was implanted during an endovascular procedure for the treatment of a 70mm abdominal aortic aneurysm . It was reported the device implanted was found to be on the restricted recall list of products as part of fca1220. There was no issue noted with the device and desired surgical outcome was achieved. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.